Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 17psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was identified as an out-of-calibration condition and a component-related issue. The issue was successfully resolved by recalibrating the device and replacing the pressure sensor. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
This pump underwent routine maintenance testing where the 30 psi test fell outside the acceptable range. The findings outcome are in process and the results are not yet available. However, a CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
Zyno medical found that the pump failed the 30 psi test during preventive maintenance (pm). The pump occluded at 17 psi. There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
The investigation results performed by service operations showed the pump was recalibrated, re-tested, and verified to meet acceptable 30 psi testing specification parameters successfully per the internal preventive maintenance & service process procedure.